Event description:
It was reported that an m. Blue plus (#fx804t) was implanted during a procedure performed on an unspecified date in (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valves, were determined. Permeability test a permeability test has shown that both valves are occluded. Computer controlled test due to the valves being blocked, measurement on the computer test bench is not possible. Adjustment test the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection after dismantling of the valves, organic deposits were found in both valves. Results based on our investigation results, we can determine that both valves are blocked and cannot be adjusted. The deposits visible in the valves have led to functional impairments. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.